Manufacturer narrative:
Sections with additional information as of 29-jul-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 03-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 405, 189, 296, 254 and 219mg/dl. The customer¿s expected am fasting blood glucose test result range is 92-137mg/dl and expected result 2 hours post meal is 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 335mg/dl using true metrix air meter; customer was not satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/27/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 405 mg/dl date: 5/19/2021 time: 12:36 pm 2 hrs. After meal. Result 2: 189 mg/dl date: 5/19/2021 time: 8:58 am fasting. Result 3: 296 mg/dl date: 5/18/2021 time: 6:49 pm 2 hrs. After meal. Result 4: 254 mg/dl date: 5/18/2021 time: 11:47 am 2 hrs. After meal. Result 5: 219 mg/dl date: 5/18/2021 time: 7:48 am fasting.